Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 528 mg/dl. The customer treated with a manual insulin injection. The mother of the customer reported that the buttons of the insulin pump were unresponsive. The mother of the customer also reported that the insulin pump would not deliver insulin during a bolus. The mother of the customer also reported afterwards that the insulin pump had gotten lost. No additional information was provided.